Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported issue. As a precuation, physio reseated an internal cable which connects to the battery wells and observed proper device operation through functional and performance testing. The device was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer reported that their device had lost power during a patient event. The customer indicated that the patient was only in need of monitoring and when the device lost power, they were within two (2) minutes from the hospital and did not use a backup device. There was no adverse outcome to the patient during this reported event.